Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 19 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with two separate units, involving the same patient. This is the fourth of four reports. Refer to 9611594-2021-00022 for the first report. Refer to 9611594-2021-00025 for the second report. Refer to 9611594-2021-00026 for the third report. It was reported that the patient developed peritonitis following migration of the feeding tube soon after placement. It was reported that the anchors supporting the stoma site also broke. The third anchor broke on d6 [post-operative day 6]. The patient was refused for laparotomy surgery, treated with antibiotics and was transferred to palliative care. The patient then passed away. Per additional information received, the gastrostomy surgery took place on (B)(6) 2021 in the interventional radiology department. There was nothing to report following the procedure. The patient was moved to the visceral surgery department following the procedure. No information was provided on what procedure, if any, occurred there. For the next six days there were no reports on the patient. On (B)(6) 2021, the patient was transferred to palliative care, and then died. It is at this time that the visceral surgery department realized that the balloon of the device had burst and the sutures were no longer in place. Additional information received 09-feb-2021 indicated that the hospital did not attempt to repair or open a new kit after the first suture break. The hospital "noticed (belatedly) that the balloon was defective and all sutures break [broke]. Despite this the feeding was maintained and no attempt was made to repair this. The only information we currently have is that during the 48 hours of post operative verification, the balloon was not defective."